Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, the device was not able to be interrogated. Eventually interrogation was possible but was slow. The event was resolved without any intervention and the patient was stable.